Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed and unable to recover, which located on rvldpabes. The customer attempted to recover the drawer and rebooted the station as troubleshooting step, but the issue persisted. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that full height drawer 4 had failed and was missing in both es and the test software. Upon opening the back of the station, there were no lights on the pyxis bus controller board. The controller board and drawer board were replaced, but after rebooting the station, there were still no lights. The controller board was replaced again, after which the lights came on. The drawer was set up in es, tested using the test software, and customer inventory was completed successfully. All operations were ok. The system functioned as intended after the field service engineer repaired the device.